Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. After an evaluation of the electronic device log, it was observed that the internal hybrid layer capacitor (hlc) batteries had been depleted to "0". With depleted hlc batteries, the device may not have sufficient power to provide effective defibrillation energy, if needed. The cause of what led to the hlc batteries becoming depleted could not be determined. Physio recommended that the device be permanently removed from service and that a replacement unit be obtained.

Event description:
During the inspection of the customer's device, physio-control observed that the device was displaying all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device's analog pcb assembly and it was observed that filter, designator fl9, had excess leakage current that depleted the hybrid layer capacitor (hlc) batteries. The excess leakage current was determined to be due to process residue.

Event description:
During the inspection of the customer's device, physio-control observed that the device was displaying all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Event description:
During the inspection of the customer's device, physio-control observed that the device was displaying all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d5 of the initial medwatch report indicates: operator of device ¿ blank section d5 of the initial medwatch report should indicate: operator of device ¿ lay user/patient.